Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump has cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer stated that the insulin pump had not been exposed to a high magnetic field. Blood glucose level was 168 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.